Event description:
Rptr indicated that pt was experiencing painful stimulation in his jaw, described as "throbbing" and "tingling". Stimulation of the device was stopped with the use of the magnet. Diagnostic testing resulted in high lead impedance. Rptr also indicated that pt had a fall prior to the onset of symptoms. The device was programmed off, and pain resolved. Radiology report noted the presence of a medical device, without definite lead discontinuity observed. Chest x-rays were sent to MFR for review. No obvious lead discontinuities were observed. Lead revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.